Event description:
The user facility reported a 68 year-old female patient with high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient was transferred to another facility with a peel away sheath sutured in the leg. The medical staff was unable to find a pulse in the leg and foot which had been present earlier according to the patient¿s chart. The patient was taken back to the catheterization lab for percutaneous coronary intervention of the left anterior descending artery. At the end of the procedure, the physicians wanted to remove the peel away sheath that had been in for 24 hours and advance the repositioning sheath. Once the repositioning sheath was advanced, bleeding occurred, and one unit of blood product was given to the patient. The patient survived the event and the groin site remained intact, without bleeding or hematoma, after several days.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed and limb ischemia has been completed. The device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause of the access site bleed. The root cause of the access site bleeding was most likely due to use issue since the peel away sheath was left inside the vessel for 24 hours causing the vessel to be dilated to 14fr for 24 hours. As the necessary clinical information was not provided, the root cause of the limb ischemia was not determined. The instructions for use referenced in the initial report is from IFU for impella cp with smart assist system in section: potential adverse events (united states), which now includes a statement "cardiac or vascular injury (including ventricular perforation).¿, section: general patient care considerations, and section: entering cardiac output. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.